Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive sampling and culturing which took place between february 14, 2023, and february 27, 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The outer surface of the distal end body, the inner surface of the distal ring and distal end body where the ring was attached, the inner side of the arm cover, and the area between the external sheet and the arm cover, and the instrument channel had growth of staphylococcus epidermidis. The outer surface of the forceps elevator had growth of staphylococcus epidermidis and staphylococcus capitis. The axis part of the lever arm and the hole on the elevator and the internal area of the distal end had growth of staphylococcus capitis. The results from the destructive sampling did not correlate with the results from the original clinical sample. The high concern organism could not be cultured from the destructive sampling. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The angulation was low and was set to production standard. The plastic distal end cover had a missing forceps elevator arm and cover. The plastic distal end body was damaged. The nozzle, bending section cover, and bending section cover glue at the plastic distal end cover body were missing. The scope leak check was unable to be performed due to the missing parts, including a missing hold ring. The plastic distal end cover insulation, guide wire tension test, and catheter test were also unable to be performed due to the missing parts. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No delays were observed during the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure and the beginning of the reprocessing. The endoscope did not show any deviations / non-conformities during visual inspection during the sampling process. No deviations were observed during the sampling process. Staphylococcus epidermidis and staphylococcus capitis are both gram-positive, low concern organisms from the staphylococcus genus. They are inhabitants of the healthy human skin and unrelated to enterococcus faecalis. Enterococcus faecalis is a gram-positive bacterium of human origin, mostly found in the gastrointestinal tract. Over the past, it has displayed an increasing level of multi-drug resistance. Enterococcus faecalis is identified as a high concern organism per the food and drug administration (FDA) definition for the study. Enterococcus faecalis has been described in literature research as being involved in contaminations and infections in the area of ercp. The root cause of the issue could not be conclusively specified. Considering the low colony forming unit count and the absence of additional gastrointestinal or patient related microorganisms, the source of contamination may also be related to a cross-contamination during sampling and culturing, due to inappropriate hand hygiene. The origin of the observed contamination remained unclear, and a relation to previous patient procedure could not be excluded. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for less than one (1) colony forming unit (cfu) of enterococcus faecalis. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. It was reported that the scope is currently enrolled in an active FDA 522 post market surveillance study and the customer requested an endoscopy support specialist (ess) to be dispatched. There was no patient harm/infection, or user injury reported due to the event. An olympus endoscopy support specialist (ess) was dispatched on feb 09, 2023, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The ess dispatch report stated during observation the technician performed all steps and completed them according to the IFU and no corrections were made.